Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 500mg/dl. The mother stated that the insulin pump did not alarm no delivery when his glucose level was high. The caller stated that he was throwing up, then his glucose level went up and the mother took him to the hospital. The mother refused to troubleshoot the device and rushed to get off the call. No further information was provided.